Event description:
The hpf tubing with a rotating end within the convenience kit is breaking off and causing spray. No harm or injury reported. The customer reported this has happened twenty (20) times but has not provided any additional information or clinical details for the additional events. The customer was not sure what catalog or lot number of the kit was used and reported two catalog numbers and five (5) different lot numbers. The customer returned one used tubing assembly for evaluation/investigation. This singe form FDA 3500a report will be filed for this event.

Manufacturer narrative:
Device evaluation: the device evaluation has not been completed. A review of the device history record did not reveal any exception documents. A follow-up report will be submitted when the evaluation is completed. Evaluation, method: device history record was reviewed. Conclusions: a follow-up report will be submitted when the evaluation is complete.